Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead impedance was less than 200 ohms. Tests and monitoring will be performed. The lead remains implanted.